Event description:
It was reported that, "the pt states she had a short period of time where her implants felt ok. Then her upper inner thigh (groin) began to hurt and it goes around to the outside. She had always used a cane or walker to assist her when walking. Had a bursitis injection in (B)(6) 2012. She is going for a second opinion and doesn't want an investigation done unless she changes her mind. She is mainly interested in if any of her implants have been subject to recall. The pt was told to fax her implant sheet for recall inquiry processing."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Should add'l info become available, the eval summary will be submitted in a supplemental report.